Manufacturer narrative:
The investigation has determined that higher than expected vitros tsh results were obtained from one patient sample when processed on a vitros 5600 integrated system. Subsequent investigation determined the most likely cause of the event was the presence of heterophilic antibodies in the patient sample that were interfering with the vitros tsh assay. As detailed in the vitros tsh instruction for use (IFU), heterophilic antibody interference is a known limitation of the vitros tsh assay. The issue is isolated to the specific patient sample in question, and there is no indication the vitros system or vitros tsh reagent malfunctioned.

Event description:
A customer obtained higher than expected tsh results when initially testing a single patient sample using a vitros 5600 integrated system when compared to a tsh result obtained on a non-vitros method (abbott). The following results breached vitros ipth potential health and safety criteria: patient 1 sample vitros tsh result 50.3 miu/l versus the non-vitros method tsh result 1.26 miu/l. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The customer considered the non-vitros method tsh result, (1.26 miu/l), to be the expected result for the patient. The higher than expected vitros tsh result of 50.3 miu/l was not reported from the laboratory. Ortho has not been made aware of any allegation of patient harm as a result of this event. (B)(4).